Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection was performed. The cause of the reported condition was a depleted main battery. The battery was replaced to fix the reported condition. The pump passed all tests and was returned to the customer in working order.

Event description:
It was reported that a flogard infusion pump experienced an f-94 alarm. The process step that this malfunction was identified is unknown. There was no patient involvement. Additional information was requested and is not available.